Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: 12514.

Event description:
A diamondback 360 coronary atherectomy device (oad) was used to treat lesion in the left anterior descending artery (lad) and the circumflex artery (cx). Following atherectomy, the physician noted a dissection and hematoma in the cfx. The patient expired post-procedure due to an adverse event not related to a csi device.